Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the patient thought that the purewick female external catheter had to be inserted. Representative went through wick placement, pinched the tip of the wick for best suction and explained to clean the purewick urine collection system and to place the system on the floor. Representative advised the patient about the website.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient thought, the purewick female external catheter had to be inserted. Representative went through wick placement, pinched the tip of the wick for best suction and explained to clean the purewick urine collection system and to place the system on the floor. Representative advised the patient about the website.